Event description:
A male pt underwent direct stenting with non-overlapping 3.5 x 13 mm and 3.0 x 18 mm cypher stents in the proximal and mid right coronary artery, respectively. During the ensuing 2 years, the pt failed to return for follow up eval. Two months prior to admission, he began experiencing exertional angina but did not return for cardiac eval. On the day of admission after three hours of severe intermittent substernal pressure, he finally presented to the emergency room in cardiac arrest. Emergent cardiac catheterization revealed in stent occlusion in the distal segment of the mid right coronary artery drug eluting stent. The occlusion was easily crossed with a 0.014 inch choice pt wire. Aspiration with and export catheter yielded moderate thrombus volume and thrombolysis in myocardial infarction timi grade 3 coronary flow. The lesion was subsequently predilated with a 3.0 x 15 mm maverick balloon with a 40% residual stenosis. Given the in-stent location of this stenosis and despite the thrombotic nature, the decision was made to implant a des. A 3.0 x 8 mm taxus was successfully deployed inside the previous mid right coronary artery stent with an excellent final angiographic result.

Manufacturer narrative:
The product remains implanted in the pt and is not available for analysis. Additional info will be submitted within thirty days upon receipt.